Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 6f angio-seal was selected for use following a pre-deployment angiogram. The device was deployed successfully without incident. The patient complained of leg numbness approximately 10 minutes following the procedure and an angiogram revealed an occlusion at the puncture site. Pedal pulses were absent at this time. An atherectomy was performed to remove the anchor of the angio-seal. Blood flow was re-established following the procedure. The patient later expired for an unknown reason. The physician confirmed it was not related to the use of the device.